Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. There were no holes in the seal plugs and the setscrews moved freely. High powered microscopic inspection of each lead port found no obstructions. Based on the witness marks in the right atrial port, it was also confirmed that the lead had been fully seated while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was observed on any of the electrograms during simulation testing. Analysis was unable to reproduce the reported clinical observations in a laboratory setting.

Manufacturer narrative:
The pacemaker is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received infomation that during a normal patient follow up, this pacemaker presented with no capture in the atrium at the highest output. A revision was performed and the right atrial (ra) lead was disconnected and tested on the pacing system analyzer (psa). All measurements were normal. The pacemaker was explanted and successfully replaced. The ra lead was tested after being connected with the newly implanted pacemaker and all measurements were in normal range. The physician suspects that there is an issue with the atrial channel on the explanted pacemaker. No additional adverse patient effects were reported.